Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels. Prior to the event, the customer received a replacement insulin pump, and programmed it with the incorrect settings. The customer has since met with the nurse and programmed the insulin pump correctly. Troubleshooting was performed, and the insulin pump passed the prime test. There was no tubing clamp to perform the high pressure test. Nothing further was reported.